Manufacturer narrative:
(B)(4). Batch #: unk. Investigation summary: an analysis of the product could not be performed since a physical sample was not received for evaluation. As part of ethicon's quality process, all devices are manufactured, inspected, and distributed to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post market surveillance. If the product is received at a later date, the investigation will be updated as applicable.

Event description:
It was reported by the sales rep that during a gastric sleeve, the surgeon was using an echelon stapler with a green reload. While using the ech60r the device fired fine but underneath there was a hole. The staples went through and looked fine. When the knife cut there was a hole. The surgeon took another reload and restapled the line and it was fine. There were no patient consequences reported.